Event description:
It was reported that the battery voltage is below elective replacement indicator (eri) value at 2.58v. The device remains in use. No patient complications have been reported as a result of this event. It was further reproted that the device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Device is part of the advisory for this model. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion. We did receive performance data collected from the device and have analyzed the data. The battery voltage was pre/approaching eri. On (B)(6) 2010, telemetered battery voltage is 2.58 v and the daily battery voltage measurement 2.61 v.

Event description:
It was reported that the battery voltage is below elective replacement indicator (eri) value at 2.58v. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates that the device is approaching eri. On 30-aug-2010, telemetered battery voltage is 2.58 v and the daily battery voltage measurement 2.61 v.